Event description:
Reportedly, a back up battery failure alarm occurred during use on a patient. The patient was ambu bagged and then switched to another ventilator. No permanent injury was reported in this event.